Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering the correct amount of insulin. The customer stated that the dr advised her to request a replacement of the insulin pump. The customer stated that she does not feel comfortable using the device. No further info was provided.